Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during a patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from march 25, 2019 - march 26, 2019. The actual device was received for evaluation. A visual inspection was performed and found the bladder has been ruptured. The ruptured bladder was microscopically examined and there were no signs of abnormality that may have potentially caused the rupture problem. The reported condition was verified. The most probable cause of the condition is a manufacturing related issue; however the exact cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.